Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noticed during a follow-up appointment. The noise led to pacing inhibition and inappropriate delivery of therapy. The lead was capped and abandoned, and a new lead was implanted.

Event description:
Noise was noted on the lead historically, but no intervention had been taken. On (B)(6) 2017, the patient was seen for a follow-up appointment and noise was noted again at that time. The noise led to pacing inhibition and inappropriate delivery of therapy. The lead was capped and abandoned, and a new lead was implanted. Fluoroscopy showed no evidence of lead damage or externalization and no evidence that the set screw was abnormal. The patient was discharged following the procedure.